Manufacturer narrative:
The biosense webster, inc. (Bwi) product analysis lab received the device for evaluation on (B)(6)2021. The device evaluation was completed on (B)(6)-2021. It was reported that an 83 year old, male patient (72.5kg) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade (CT) requiring pericardiocentesis and cardiac surgery. During the procedure, a pericardial effusion was noticed. The patient had low blood pressure and the pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis, but it was unknown how much fluid was removed, as the caller reported that the fluid was recycled back to the patient. The caller reported that the patient was being admitted to surgery as well. The patient also required cardiac surgery. The patient outcome was reported as improved. Device evaluation: visual analysis of the returned product revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30492379m number, and no internal action related to the complaint was found during the review. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an (B)(6) year old, male patient (72.5kg) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade (CT) requiring pericardiocentesis and cardiac surgery. During the procedure, a pericardial effusion was noticed. The patient had low blood pressure and the pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis, but it was unknown how much fluid was removed, as the caller reported that the fluid was recycled back to the patient. The caller reported that the patient was being admitted to surgery as well. The patient also required cardiac surgery. The patient outcome was reported as improved. The physician¿s opinion on the cause of this adverse is that this is procedure related. The patient required extended hospitalization because of the adverse event to recover from the open heart surgery. A transseptal puncture was performed with a brk sl1 needle. Ablation was performed prior to cardiac tamponade. There was no evidence of a steam pop. Irrigated catheter flow settings were according to the instructions for use. Force visualization features used were graph, dashboard, vector and visitag. The visitag module parameters for stability were used 2mm, 3sec, 25% 3g. There was no additional filter used with the visitag and no color options were used prospectively. It was also reported that there was noise displayed on the ablation distal signals on the recording system only. The cable was replaced without resolution. The catheter was replaced, and the issue still persisted. The caller confirmed that the bear-hugger (heating blanket) was not causing the noise on the recording system. The procedure was continued using the ablation distal signals displayed on the carto 3 system. Since the event (cardiac tamponade) is life threatening and required intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable. The bad/ partial ECG event was assessed as not MDR reportable as the risk to the patient is low.